Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The corsair pro microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter; the entire tip (7mm long) was missing. The torn end of the tip was located at the distal end of the shaft tube. The shaft proximal to the torn end of the tip was scratched likely by calcium of the lesion. The catheter lumen at the torn end of the tip was narrowed by the inner jacket and mid-layer braid tube that were gathered inward due to rotations applied during the procedure. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that stress generated with catheter delivery had likely contributed to the reported separation of the tip. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the heavily calcified lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi corsair pro microcatheter had separated during a complex percutaneous coronary intervention (pci) to treat a heavily calcified, severely tortuous 90-99% stenosis in the left circumflex artery. The tip was detached in the circumflex artery and was visible under fluoroscopy. It was retained in the patient. The procedure was successfully completed with stable patient condition.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that stress generated with catheter delivery had likely contributed to the reported separation of the tip. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the heavily calcified lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: do not use this microcatheter in advanced calcified lesion. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). Malfunctions and adverse effects: separation.